Event description:
It was reported that the neonatal intensive care unit (nicu) nurse noted the patient has been trending at target all night and there was a slight uptick in patient temperature (pt) was now in an arctic sun device. Patient temperature (pt) was 35c, targeted temperature (tt) was 33.5c, water temperature (wt) was 22.7c, flow rate (fr) was 1.3lpm. Guided to event log, no recent alerts alarms, but 015 (unable to obtain a stable patient temperature) and 50 (patient temperature 1 erratic) noted on (B)(6) 2025. Had flex temperature in cable and patient temperature (pt) was changed slightly (33.8c). Recommended a secondary temperature source to verify patient temperature (pt, but otherwise the device seems to be responding appropriately. Watch for additional 15/50 alerts as they might be indicative of issues with the temperature in cable or patient probe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Serial number of the arctic sun device is stated for reference purposes only. Temperature) and 50 (patient temperature 1 erratic) noted on (B)(6) 2025. Had flex temperature in cable and patient temperature (pt) was changed slightly (33.8c). Recommended a secondary temperature source to verify patient temperature (pt, but otherwise the device seems to be responding appropriately. Watch for additional 15/50 alerts as they might be indicative of issues with the temperature in cable or patient probe. The lot/serial number for this investigation is unknown. The latest labeling revision will be reviewed. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot/serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse noted the patient has been trending at target all night and there was a slight uptick in patient temperature (pt) was now in an arctic sun device. Patient temperature (pt) was 35c, targeted temperature (tt) was 33.5c, water temperature (wt) was 22.7c, flow rate (fr) was 1.3lpm. Guided to event log, no recent alerts alarms, but 015 (unable to obtain a stable patient temperature) and 50 (patient temperature 1 erratic) noted on (B)(6) 2025. Had flex temperature in cable and patient temperature (pt) was changed slightly (33.8c). Recommended a secondary temperature source to verify patient temperature (pt, but otherwise the device seems to be responding appropriately. Watch for additional 15/50 alerts as they might be indicative of issues with the temperature in cable or patient probe.